Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was an area of in-stent restenosis. After rotablation was performed with a 2.0mm rotablator, a 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Another 3.25mm x 12mm nc emerge balloon catheter was advanced; however, during inflation, the balloon also ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.

Manufacturer narrative:
(E1) initial reporter address 1: 1 (B)(6). (E1) initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast and blood in the inflation lumen, and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded and at 4mm from the tip of the device there was a longitudinal tear for a length of 6mm.